Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she's been experiencing a skin irritation since (B)(6) 2012. Patient reported scarring and rash around the sensor insertion area. Patient has sought medical advice and was given a cortisone cream to use on the insertion site. Patient also uses secondary wound dressing. At the time of her call to dexcom technical support patient was still showing rashes.